Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for seven (7) years and six (6) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.